Manufacturer narrative:
(B)(4). Correction: per the clinic, the patient did not experience loss of osseointegration as previously reported. This report is filed september 6, 2016. Implanted device remains.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseo integration subsequent to developing an infection and skin overgrowth at the implant site (date not reported).